Event description:
The biomedical engineer (bme) reported the ventilator would not go into standby mode. No patient involvement. The remote service engineer (rse) advised the bme to complete pneumatics testing and that the problem is likely caused by the flow sensor assembly. The bme replaced the flow sensor assembly and the issue was resolved.

Manufacturer narrative:
The gas delivery system (gds) assembly was returned for failure analysis. The out-of-specification u1 on the airflow sensor pcba created the air flow accuracy test to fail and created the ventilator not to enter standby mode.